Event description:
The customer reported intermittent communication failure. An oral expression of dissatisfaction was made by the cusomer relative to the quality, durability and reliability of this ge oec 9800. Failures of this sort could impact pt safety, if it occurs during a procedure. Pt had been on the table, but there were no injuries. Case was finished.